Event description:
Allegedly, the following occurred: inserted a specimen into the pouch and pulled the ring back, then suture of the device broke. Nothing fell into the cavity.

Manufacturer narrative:
During a routine review of our complaints, this ftr was reevaluated. Because the information in the event description is insufficient to support a conclusion that a device malfunction did not occur, the complaint will be reported to the FDA.